Manufacturer narrative:
This report is submitted on nov 9, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode into the outer ear secondary to the doctor cleaning the patient's ear at which time the patient felt a loud "clicking sound". Since then, she has heard a lot of noise, making it difficult to put on the processor.

Manufacturer narrative:
Per the clinic, the device was electively explanted on (B)(6) 2022 due to loss of electrode function. The patient was re-implanted with another cochlear device during the same surgery. This report is submitted on february 7, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 23, 2022.